Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample upon repeat testing on a dimension vista 1500 (s/n (B)(4)) instrument. The sample had resulted falsely low when initially tested on an alternate dimension vista 1500 instrument and that discordant result was reported to the nursing home staff, who questioned it. A new sample was obtained from the patient and tested on both dimension vista 1500 instruments, resulting higher than the initial results. The original sample was then repeated on both dimension vista 1500 instruments and discordant, falsely low results were obtained on dimension vista 1500 (s/n (B)(4)). The corrected result from on an alternate dimension vista instrument was reported to the nursing home staff. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin result.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist and stated that they obtained discordant vancomycin results. The customer ran quality controls (qc) on both dimension vista instruments, which were within acceptable ranges. The customer also performed precision testing on both dimension vista instruments and precision was acceptable on both instruments. The customer then ran three patient samples and the comparison for the results were acceptable between the two dimension vista instruments. The cause of discordant, falsely low vancomycin results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.